Event description:
Patient was revised to address the wrong size head having been implanted earlier the same day.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Product packaging was not returned. Product labeling has been examined and clearly identifies the outer diameter of the femoral head. The root cause is attributed to inadvertent user error in not correctly verifying the head size prior implant. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.